Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery (lad) with 90% stenosis, heavy calcification and moderate tortuosity. The 3.0x38mm xience skypoint stent was deployed and implanted. Upon post dilatation with a non-compliant balloon per standard procedure, the physician lost wire and everything came out. There was difficulty re-wiring and there was a possibility that the physician re-wired through a strut of the stent implanted. Further post dilatation was performed and it was noted that the stent was possibly crimped by the balloon. Lost wire again after pushing another balloon and everything came back out. Re-wired again and a 3.5x15mm xience skypoint stent was implanted proximal to the first stent implanted as planned. Post dilatation was performed on both stents per standard procedure and intravascular ultrasound (ivus) was performed. Good flow showed on angiogram. There was no adverse patient sequelae. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.